Manufacturer narrative:
The device was evaluated and the reported event was confirmed. A definite root cause could not be determined. The device was scrapped at the manufacturer.

Event description:
It was reported that the guide stop screw was discovered to be missing from the 19cm sp bayonet 0.7mm tip during a manufacturer service evaluation. There was no patient involvement, and there were no user injuries or adverse consequences.